Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2002 and left total hip arthroplasty on (B)(6) 2003. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2015 allegedly due to elevated metal ion levels. The modular head, metal liner, and acetabular cup were removed and replaced. No right hip revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-02102 / 02105).